Event description:
Same case as: 2134265-2015-00953. It was reported that a tip detachment occurred. The 15mm in length, and approximately 3.0mm in diameter, 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 1.50mm rotalink¿ plus and a 330cm rotawire were used for treatment. A non bsc guidewire was inserted smoothly through a non bsc microcatheter and was then replaced with the rotawire. During platforming outside of the patient and during insertion while in dynaglide mode, the pressure level of the gas was observed to have decreased. The system was checked and noted that the pressure level of the nitrogen gas was too high. The pressure level was slightly decreased and the procedure was continued. The physician advanced the burr to the lesion with no resistance observed while in dynaglide mode. It was further noted that the physician kept moving the burr back and forth during use. Prior to starting ablation, it was noted that the rotawire had detached at the connecting portion of the spring tip. The devices were removed from the patient. The physician attempted to remove the detached portion but could not advance the snare to the lesion. Another of the same rotalink plus and rotawire were used to complete the procedure without issue. After the procedure, the physician made another attempt to remove the detached portion of the wire using a snaring device and a double wire technique, however, the detached wire could not be removed. Thus, the detached wire was left inside the distal lad. There were no further patient complications reported and the patient¿s condition is "no problem and stable."

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. The complaint device was returned connected to the catheter with a guidewire running through the device. An attempt was made to remove the guidewire but resistance was encountered and the guidewire could not be removed. A visual examination of the device observed no issues. The advancer knob was locked upon return in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. The burr was microscopically examined and there were no issues noted with the annulus of the burr. There were no scratches that exposed any brass on the plated back half of the burr. The burr was within specification; however, the guidewire was noted to be fractured. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-00953. It was reported that a tip detachment occurred. The 15mm in length, and approximately 3.0mm in diameter, 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 1.50mm rotalink plus and a 330cm rotawire were used for treatment. A non bsc guidewire was inserted smoothly through a non bsc microcatheter and was then replaced with the rotawire. During platforming outside of the patient and during insertion while in dynaglide mode, the pressure level of the gas was observed to have decreased. The system was checked and noted that the pressure level of the nitrogen gas was too high. The pressure level was slightly decreased and the procedure was continued. The physician advanced the burr to the lesion with no resistance observed while in dynaglide mode. It was further noted that the physician kept moving the burr back and forth during use. Prior to starting ablation, it was noted that the rotawire had detached at the connecting portion of the spring tip. The devices were removed from the patient. The physician attempted to remove the detached portion but could not advance the snare to the lesion. Another of the same rotalink plus and rotawire were used to complete the procedure without issue. After the procedure, the physician made another attempt to remove the detached portion of the wire using a snaring device and a double wire technique, however, the detached wire could not be removed. Thus, the detached wire was left inside the distal lad. There were no further patient complications reported and the patient&#38112;condition is "no problem and stable".

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. (B)(4).